Event description:
The catheter was removed but the cuff came off.

Manufacturer narrative:
According to the incident questionaire contained in this file, "the catheter was removed but the cuff came off." The complaint of a detached surecuff and heat sleeve is confirmed; however, a determination of the mechanism of damage is undetermined at this time. A lhr review is not possible, as no mfg lot number has been provided by the complainant.